Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited episodes of under-sensing. No intervention was performed. The patient will be further monitored. The patient was in stable condition.